Event description:
The hospital reported that the vasoview 7 xb bipolar forceps were not working properly. The hospital did not report any pt effects. The hospital was unable to provide how the procedure was completed and when it occurred.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).